Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the aviva system. On (B)(6) 2018 at 3:54 a.m., the patient's blood glucose result was 103 mg/dl. The patient had symptoms of nausea and vomiting. At 3:54 p.m., the blood glucose result was 138 mg/dl and the patient felt very bad. The blood glucose result was 121 mg/dl at 6:28 p.m. And she was unresponsive. The parents called the paramedics and she was transported to the hospital. The lab result at the hospital was "more than 917 mg/dl". The patient was treated with insulin via IV, an unknown liquid, and oxygenation. It is unknown how long the patient was in the hospital. Return of the suspect device was requested for evaluation.